Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Donor unit # (B)(6). The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Conclusions: the analysis of the run data file did not find a conclusive cause for the higher than expected wbc content reported for this collection. The signals in the run data file indicate it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above. Investigation eval and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A service call was conducted, to check the trima machine. The service tech was not able to duplicate the reported condition. However, it was found that the rbc detector was out of calibration, so it was recalibrated. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: the analysis of the run data file (rdf) did not find a conclusive cause for the higher than expected wbc content reported for this collection. The possible root cause was provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.